Event description:
It was reported that the patients lead was protruding and visible through the skin. Additional information was received that the patient experienced inadequate pain relief due to high impedances on the leads. It was also noted that there was no skin breakage. Reprogramming was performed and adequate stimulation coverage was achieved. The patient was doing well.

Event description:
It was reported that the patients lead was protruding and visible through the skin. Additional information was received that the patient experienced inadequate pain relief due to high impedances on the leads. It was also noted that there was no skin breakage. Reprogramming was performed and adequate stimulation coverage was achieved. It was also stated that the patient was having difficulty charging due to the position of the ipg. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well with good coverage postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: sc-2218-50. Model: m365sc2218500. Serial: (B)(4). Batch: 7016774.

Event description:
It was reported that the patients lead was protruding and was visible through the skin.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.